Event description:
The customer called and reported experiencing high blood glucose 400 mg/dl. At the time of this report, customer was taking correction dosages and her blood glucose was 292 mg/dl. High blood glucose troubleshooting was declined. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.